Manufacturer narrative:
The catalog number and lot code were not provided. The device was determined to be an unknown stryker partial left knee. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient had bilateral patellofemoral replacements about 10 years ago and was converted to a total knee about 8 1/2 years ago. This event was raised to document the patient's left knee surgery.